Manufacturer narrative:
Additional code added to section h6 evaluation code result and conclusion. Device evaluation summary: one graphical user interface (gui) printed circuit board (pcb) was returned to medtronic for further analysis. No visible distortion or damage was observed that may have affected the function of the gui pcb. The reported event of a gui alarm not sounding could not be duplicated. Analysis found no fault with the returned gui board. One breath delivery (bd) pcb was returned to medtronic for further analysis. The reported event of a ventilator having a gui alarm that would not sound with the light at the top of the gui display staying red was duplicated. The red alarm light would illuminate as soon as the ventilator was powered on and none of the gui audio sounds would generate. Testing found the high urgency signal line to be shorted, which should be open. Testing also found no frequency output on the spi clocks, indicating possible faulty fpga sectors. The likely cause of the event was isolated to high urgency signal line short in bd pcba. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu), the breath delivery cpu and upgraded the software to it's current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator graphic user interface (gui) alarm would not sound with the light at the top of the gui display staying red. Reportedly, later the ventilator failed the gui alarm test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.